Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicated that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device powered on with an intermittent display. When the display was on it displayed an "internal comm fault - 3470" message. Complainant did not indicated that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including stress testing without duplicating the report. A system interconnection cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.